Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included cleaning the cuvette washer nozzle and reseating the dry tip. There have been no further reports of discrepant results since the cuvette washer nozzle was cleaned and the dry tip reseated. A review of the architect sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect analyzer sn# (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result generated on the architect c4000 analyzer on one patient. Results provided: (B)(6) 2019 sid (B)(6)= 6.1 / 1.6 mg/dl. Normal range: 1.6-2.6 mg/dl. No impact to patient management was reported.